Manufacturer narrative:
(B)(4). Implant date: products were implanted between (B)(6) 2006 and (B)(6) 2013. Initial reporter: - the article was written by lukas ernstbrunner, jean-david werthel, eric wagner, taku hatta, john w. Sperling, and robert h. Cofield. Ernstbrunner et. Al. "Glenoid bone grafting in primary reverse total shoulder arthroplasty" j shoulder and elbow surg. Http://dx.doi.org/10.1016/j.jse.2017.01.011. Reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "glenoid bone grafting in primary reverse total shoulder arthroplasty" which aimed to determine the need for bone grafting in primary reverse shoulder arthroplasty, reverse total shoulders manufactured by three different manufacturers. This includes 32 comprehensive reverse total shoulders, manufactured by legacy biomet. Eight patients were identified in that article that experienced graft resorption. There has been no further information provided and the patient outcome is unknown.